Event description:
It was reported that the customer experienced a blood glucose reading of 35 mg/dl during the night. Troubleshooting was performed by the customer's educator, and found that the insulin pump was missing approximately 100 units of insulin. It was stated that the customer did not program this insulin to be delivered. It was stated that the same issue occurred about four weeks earlier. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.